Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited intermittent noise with isometrics along with oversensing that did not result in pacing inhibition. Also, prominent p-waves were noted on the shock electrogram (egm). The physician suspected shocking lead pins reversed in header hence, the patient underwent a surgical procedure where reversed shocking pins (distal and proximal) in header was confirmed. The physician elected to explant this ICD as it was nearing elective replacement indicator (eri). The shocking rv lead pins were placed in proper ports in the new device and remains in service. The explanted ICD will not be returned. No adverse patient effects were reported.